Event description:
Covidien formerly tyco healthcare received a report from another country's service site that the unit did not provide an audio tone. The unit appeared to be damaged. There was no patient harm reported.

Manufacturer narrative:
The reported problem was confirmed. The failure was isolated to the speaker.